Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search - a query was run in the eqms on 12-jan-2026 against "lot number 6013473 and similar malfunction code(s): soft cannula bent (no harm) soft cannula bent/kinked/crimped after removal -blockage. Soft cannula bent/kinked/crimped after removal - reduced flow soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6013473 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 12-jan-2026 against "lot number" criteria equal 6013473 and similar malfunction codes soft cannula bent (no harm) soft cannula bent/kinked/crimped after removal -blockage. Soft cannula bent/kinked/crimped after removal - reduced flow soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The count of complaint is 2. The complaint numbers are (B)(4). In query found two complaints in closed-cancelled (B)(4). Device history record (DHR) review: the lot 6012688 was manufactured according to the work instruction (wi) was manufactured according to the wi version 82 and manufactured in the machine 12 on 31-may-2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5e03440 was manufactured according to the wi version 42 and manufactured in the machine 08 and 4, on 29/may/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5e03441 was manufactured according to the wi version 42 and manufactured in the machine 08 and 4, on 31/may/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k06564 was manufactured according to the wi version 42 and manufactured in the machine 05,08 and 4, on 02/nov/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k06475 was manufactured according to the wi version 42 and manufactured in the machine 08 and 4, on 02/nov/2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi - guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code soft cannula bent/kinked/crimped after removal -blockage. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013473 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to diabetic ketoacidosis caused by bent cannula. The infusion set was in use for one day. The blood glucose level was 802 mg/dl at the time of the event and the patient got treated with insulin pump insulin drip. Patient felt sick/unwell flu like tired/weak altered vision/vision changes increased thirst at the time of hospitalization. Patient was found positive for ketones level. The patient was admitted to the hospital for more than 24 hours. No further information available.